Event description:
Complainant alleged that while attempting to monitor a patient the device intermittently powered off. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.